Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this issue. The device history record review shows the order was built and released per specification. The returned used sample was visually inspected and it was found that the elastomer was lifted; however, the customer did not mention the lifted elastomer in the report description. The sample was tested once the elastomer was remounted to the fluid management system (fms) by hand, the sample passed priming tuning and reach max vacuum successfully. No lift or shifting was detected on the elastomer after testing. Once the functional testing was complete, a pump segment seal integrity and air burst test was performed, the sample also passed testing. The root cause of the customer¿s complaint of irrigation failure is most likely related to the lifted elastomer. The root cause of the lifted elastomer could not be established as the sample passed testing after the elastomer was press back into place. The possible root cause of the lifted elastomer could be that during the elastomer assembly to the fms housing, that the elastomer did not get firmly pressed onto the housing of the fms. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the root cause is not known and this issue is occurring at a low level and does not present a risk for the patient. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the irrigation did not work during a procedure. The product was replaced and procedure completed with no patient harm reported. Additional information and product sample have been requested.